Manufacturer narrative:
Based on the information available for assessment, the report of severe hypoglycemia was associated with concurrent vomiting, which the user identified as a contributing factor. The event is being reported as it required third-party assistance to resolve. The user reported that the twiist automated insulin delivery system was operating as intended at the time of the event and they continue to use the device. No product has been returned to the manufacturer for evaluation at this time. The investigation into the event is ongoing. A supplemental report will be filed upon completion of the investigation or if additional relevant information becomes available.

Event description:
An initial event notification was received by millyard advanced medical products, llc, on (B)(6) 2026. The user reported having a severe hypoglycemic event the evening of (B)(6) 2026. The user reported symptoms of sweating, anxiety, tremors, and confusion, with a confirmed blood glucose of 44 mg/dl (sensor glucose reading of 50 mg/dl). The user reported that they were vomiting at the time, which they identified as a contributing factor to their low blood glucose. The user's spouse was able to get them to drink orange juice to resolve the event and medical intervention was not required. The user stated that they do not believe the twiist automated insulin delivery system malfunctioned or contributed to the event and continues to use the device.